Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke off at 15 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack spread from the scratch as starting point. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the probe broke off, because a physical stress was applied to the probe with a crack due to being cleaned the probe by the doctor. The error occurred, because there was a crack on the probe. The crack spread, because the doctor activated with a scratch. There was scratch on the probe, because the doctor activated with a contact between a hard object of a metal clip and the probe. The instruction manual of the subject device warns; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that, 3 hours into the procedure, an error occurred during a laparoscopic assisted distal gastrectomy. The probe of the subject device broke off when the doctor cleaned the burnt deposit on the tip out of the patient. The doctor completed the procedure with another device. There was no patient injury regarding this report.